Manufacturer narrative:
Qc prior to the event was within the customer's established ranges. A system check was performed on 01/18/11 and met specifications. It was discovered while troubleshooting with hotline, an accutni reagent pack was misloaded and therefore in the incorrect slot of the reagent storage carousel. User error is the root cause for this event. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously low within the normal reference range and ind/no value flags troponin (accutni) results generated by the access 2 immunoassay system for potentially twenty eight patients' samples. The specimens were tested on a different instrument. Customer gave two examples of results obtained. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.